Manufacturer narrative:
The returned ingenio device was analyzed, and a review of the device visual inspection noted tool marks on the case and the header, the seal plugs are intact, and the set screws operate normally. The battery voltage was lower than expected but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about six and a half years. At the most recent follow-up, however, the longevity remaining decreased to about four years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. The evidence suggest that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about six and a half years. At the most recent follow-up, however, the longevity remaining decreased to about four years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. The evidence suggest that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about six and a half years. At the most recent follow-up, however, the longevity remaining decreased to about four years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.